Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. The lens was removed possibly due to damaged lens. No patient injury. No further information available.

Manufacturer narrative:
(B)(4) - lens work order search. Results: visual inspection of the returned product found optic is torn. Half of optic and a loop haptic are torn off and missing. Lens was returned dry. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).